Event description:
During implant, there was intermittent loss of capture on the right ventricular lead. A different device was used, which resolved the event. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint of intermittent loss of capture could not be confirmed. Output monitoring and capture testing found no output anomalies. Evaluation of the device header found no contamination or foreign material that could have contributed to the complaint of intermittent capture. Further testing determined the device battery was at beginning of life and the pacer exhibited normal characteristics.